Event description:
Pt alleges having pain on right side for 2 years (ie, 1992). Pt also alleges her left side is always too hot or too cold, her hair line on the back of her head itches, she has pain, is tired and has gained 60 lbs. Pt states an magnetic resonance imaging showed she has tissue expanders besides the implants which she "thought were out years ago".